Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked after multiple uses. Moisture in the reservoir chamber. The blood glucose reading is 174 mg/dl. Insulin leaked past the o-rings. Nothing further reported.